Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: the manufactured date has provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo became dislodged in the hub. It was initially reported by the customer that the sheath's hemostatic valve was physically obstructed, and the dilator could not be inserted properly. The valve was reported to be ¿damaged¿ however there was no occlusion when irrigating the sheath. The issue was solved with another sheath. There was no patient consequence. The customer's reported sheath obstruction was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, additional information was received indicated the hemostatic valve was dislodged inside the hub. The hemostatic valve was not dislodged outside of the hub and the brim cap/hub did not detach from the sheath and the device was not used on the patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo became dislodged in the hub. It was initially reported by the customer that the sheath's hemostatic valve was physically obstructed, and the dilator could not be inserted properly. The valve was reported to be ¿damaged¿ however there was no occlusion when irrigating the sheath. The issue was solved with another sheath. There was no patient consequence. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the shaft of the device and the shaft was bent. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation issue reported by the customer was confirmed. The potential cause of the separation of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The potential cause of the bent shaft could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bend in the shaft identified by bwi pal. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer's reported damaged valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).